Event description:
It was reported that the patient was experiencing pain down the leg since the implant. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.